Manufacturer narrative:
(B)(4). Batch # r94d1p. Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator, it was recognized and it did activate. However, because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device was not activating, the device would not fie. There were no error messages reported. The jaws opened and closed with no problem. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.